Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20551, reference MFR. Report# 1627487-2015-20552. Further follow up identified the scs system was explanted.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20551, reference MFR. Report# 1627487-2015-20552. It was reported the patient (B)(6) was admitted to the hospital due to suspected infection and received intravenous antibiotics. It is unknown which device is involved in allegation. Therefore, all the possible devices are being reported.